Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the thumb wheels were broken. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the thumb wheels were broken. The customer requested new thumb wheels to replace. The remote service engineer (rse) provided the customer with the part number of the thumb wheels to order and replace. The customer requested onsite assistance to replace the thumb wheels. This investigation is ongoing.